Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had a needle that wouldn't retract. The following information was provided by the initial reporter: "according to the customer's report, after catheter placement, the hcp pressed the button but the needle was not retracted in the safety barrel."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had a needle that wouldn't retract. The following information was provided by the initial reporter: "according to the customer's report, after catheter placement, the hcp pressed the button but the needle was not retracted in the safety barrel."

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had a needle that wouldn't retract. The following information was provided by the initial reporter: "according to the customer's report, after catheter placement, the hcp pressed the button but the needle was not retracted in the safety barrel."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 2/1/2022. H6: investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and five photos. Visual observation of the photos and unit revealed that the barrel had stress markings and was cracked indicating that the device had been smashed. The smashed area was where the end of the needle hub had stopped inside the barrel, confirming this damage had restricted the needle from fully retracting. The reported defect was confirmed. During manufacturing, this type of failure can occur due to machine misalignment or improper machine setup. There is controlled testing for needle retraction per the quality control plan throughout the manufacturing process. Preventative maintenance is also performed to ensure proper functioning of the machines and equipment. Damage to the package can also indicate that this type of damage may occur during manufacturing or during shipment and handling. As the package was not returned and no views of the packaging was provided, there was no evidence to refute or confirm these possible scenarios. Bd was unable to determine which scenario was more likely. A device history record review showed no non-conformances associated with this issue during the production of this batch.